Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received via an article, indicating that the patient experienced an increase in seizures. The article is titled vns lead removal or replacement surgical technique, institutional experience and literature overview published on 2015.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high lead impedance. Attempts for additional relevant information have been unsuccessful to date.